Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic gastroscopy, the screen blacked-out (no image) and the front panel indicators were off. The high-definition liquid crystal display (lcd) monitor went back to normal after rebooting. The procedure was not delayed more than fifteen (15) minutes. The intended procedure was completed with the same device and an evis lucera elite video system center and evis lucera elite xenon light source. No patient harm reported. This report is to capture the reportable malfunction of the blacked-out screen (no image).

Manufacturer narrative:
The device was evaluated, and the reported issue of the front panel indicators were off was not confirmed. However, the reported issue of the screen blacked-out (no image) was confirmed, which was due to a failed printed-circuit board. Additionally, there was dust found inside the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image, due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.